Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was unknown. During the investigation a cracked and damaged dso seal was observed. The dso seal was replaced. The unit passed test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the customer returned the device stating that the amber led failed; during device evaluation it was found that the downstream occlusion (dso) seal was cracked. Discovered during testing. There was no patient involvement